Event description:
It was reported that the patient went to the emergency room because of a "fainting" episode. The patient's device had trouble being interrogated because of telemetry issues. Once interrogated, recorded episodes were noted, but the electrograms could not be viewed. A number of adjustments and manipulations were made to the programmer resulting in a loss of telemetry and difficulty interrogating. The radio frequency (rf head) was switched out for a different one. After further manipulation, the patient's device was able to be interrogated, but the previous data had been cleared. The cause of the patient's "fainting" was not determined, but the patient's device was found to be working properly and was not suspected as being part of the problem. The device, the programmer and the rf head remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2012; 5076 implantable pacing leads x2. (B)(4).